Manufacturer narrative:
Correction: type of reportable event: type of reportable event is serious injury.

Manufacturer narrative:
Due to a system error in transmission malfunction vs adverse event, this report was generated. Please disregard this additional report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a needle stick using this product. On (B)(6) 2019, the customer confirmed it was a contaminated needle stick injury. When the staff tried to activate the safety shield, it did not fully cover the needle and caused the needle stick. The customer also said she does not have any additional information regarding the injury that occurred, medical intervention required or current status of the staff. The customer informed, she would not be able to release patient information.

Manufacturer narrative:
No lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Customer relayed the product was discarded. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.